Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. The product was returned. Blood and solution is dried n the lens. Haptic and optic damage was observed. Qualified associated products were indicated. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was inserted and removed due to a broken capsule. Additional information has been requested.